Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nephrectomy, the device bag broke. To resolve the issue, the surgeon opened a new device and used to removed the organ. There was no patient injury.